Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted and replaced due to loss of capture. No adverse patient effects were reported. The lead was subsequently returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians noted that it appeared one of the tines (part of the helix mechanism) had not formed. Technicians indicated this finding may have contributed to the clinical observations of loss of capture. The analysis has been put on hold at this time. Detailed analysis was unable to confirm the allegation of loss of capture was as the lead passed all electrical testing. During initial testing, it was found that both tines (part of the helix mechanism) appeared to have not formed. Due to abrasions noted in the area of the tip, it could not be determined if the tines were completely formed as the abrasions obscured any evidence. However, it can be determined that the base of the tines were present. Laboratory technicians and engineers indicated that most likely the tines were present, then torn off sometime post implant and abraded thereafter.